Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No adverse patient effects were reported. At this time, this device system remains in service.